Event description:
It was reported that a pediatric user experienced elevated glucose readings and unusual insulin delivery behavior, including very small meal boluses, multiple meal announcements used as corrections, frequent pauses in insulin delivery, occlusion alerts with delayed dismissals, and a subsequent on-pump alert instructing the user to contact support after multiple restarts. Symptoms included hyperglycemia with a reported peak of 287 mg/dl for approximately three hours without ketone testing, medical intervention, or need for assistance. Outcomes included temporary interruption of automated insulin delivery and the need to restart therapy setup after device replacement, with guidance provided to adjust tubing management and nighttime pump placement. Investigation included review of device data, user interviews, and troubleshooting education. Investigation of this case revealed likely flow obstruction related to kinked or compressed infusion tubing and user practices following occlusion alerts, in combination with inaccurate meal announcements and use of announcements for correction, which contributed to hyperglycemia and alert activity. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and use error leading to occlusions and suboptimal insulin dosing, with device alerting functioning as designed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.